Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was further reported by the physician that to remove the drainage catheter from the patient, he disconnected the drainage tube from the hub, carefully cut the full circumference of the catheter immediately distal, and as close as possible to the locking hub and strain relief, removed the locking hub, and gently removed the catheter. Though he is not actively following the patient at this time, he confirmed that to his knowledge, the suture remains in the patient, presumably in the pleural space where the catheter had originally been inserted. There are no known plans to remove it at this time. Furthermore, it is the opinion of the physician that a suture becoming stuck on tissue prior to removal is not usually associated with malfunctions or adverse events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during drainage catheter removal, a suture broke and was left inside the patient. The patient was undergoing treatment for pneumonia and had a pleural effusion with empyema and had a 6.3f fleximal all purpose drainage catheter placed. It was in place less than a week or "a couple of days" per the physician. When removing the catheter, a suture got caught on lung tissue and broke off inside the patient. The physician planned to go back and attempt to remove the suture, but the patient was transferred to another facility so he has no other information.